Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient hadn't charged their battery because the unit didn't give them good pain relief. The patient did not wish to contact a manufacturer representative as suggested to troubleshoot the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that ¿it¿ would not turn on. It was not specified what ¿it¿ was in reference to. No symptoms or complications were reported.